Event description:
On an unknown date the sales rep noticed that the set screw that holds the provisional locker was coming off during surgery. No further info is available.

Manufacturer narrative:
Evaluation is pending upon the return of the product.